Event description:
The customer stated that the paramedics were called to her home due to low blood glucose levels. The customer stated that her husband found her sitting on the floor. The customer was awake, but she was not talking and would not get back into bed. The customer stated that her blood glucose reading was 53 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. The bolus history revealed that the customer may have bolused too much insulin for her meal on the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.